Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the 2.5 x 23 mm promus stent was deployed at 14 atm by direct stenting. After the stent was implanted, a perforation was observed in the vessel distal to the stent. An attempt to seal the perforation with another company's balloon was unsuccessful. After two hours the perforation was still not sealed; therefore, a 3.0 x 9 mm graftmaster was implanted. During the procedure, pericardiocentesis was performed. The patient was unstable due to complication related to the pericardiocentesis. The patient was discharged from the hospital in 2008. No additional event or patient information is available. You re receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - perforation, as listed in the promus IFU is a known adverse event associated with coronary stenting. Perforation can be influence by several factors, including but not limited to, lesion characteristics and procedural technique. It should be noted that the promus IFU states, "pre-dilate the lesion with a ptca catheter of appropriated length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the promus stent." It is likely that the ptci is a secondary effect of the perforation. A conclusive root cause cannot be determined.